Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle, adhesive around the objective lens, adhesive on the bending section cover (a-rubber) and the a-rubber had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, and a cause could not be presumed as there was no physical damage and no instructions for use (IFU) deviations noted. The event can be detected/prevented by following the instructions for use which state the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection and the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.